Event description:
A malfunction on a pump was reported by the caller, who provided information that no notable events occurred prior to the malfunction. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl. Customer technical support assisted the caller with resetting the pump using provided instructions, and after the reset, the issue did not recur. The customer was informed they could continue using the pump and to call back if the issue recurred, which they acknowledged and understood.